Event description:
It was reported that a patient with a 31mm 6900ptfx valve, implanted in tricuspid position, underwent a viv procedure after an implant duration of 8 years, 6 months due to tricuspid stenosis and regurgitation. The ttvr was performed with a 29mm 9600tfx valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Of note, this pericardial mitral valve was initially used off label as it was implanted in the tricuspid position. Per the instructions for use (IFU), "the carpentier-edwards perimount theon mitral pericardial bioprosthesis model 6900ptfx is indicated for patients who require replacement of their native or prosthetic mitral valve." Based on the available information, a definitive root cause could not be determined. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.